Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that before a generator replacement procedure, the old implantable cardioverter defibrillator was seen over-sensing myopotentials. Device was explanted and replaced on (B)(6) 2020. Programming changes were made to the new device to prevent the same issue from happening again. Patient was stable after the procedure.